Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were open. The reported issue was resolved by replacing the fuses. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the uninterruptible power supply (ups) for the viewing station of the imaging system was not holding a charge. When unplugged from an outlet, the viewing station of the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.